Event description:
It was reported that an iLet device would not charge on the charging pad and the device¿s indicator light did not illuminate, while a second household iLet charged normally on the same pad, and the user transitioned to backup therapy; the issue aligns with an unresponsive interface component and involves the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and review and analysis of information provided, including the uploaded video. Investigation of this case revealed a software problem associated with an unresponsive key or button behavior related to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.